Manufacturer narrative:
Software version 4.11e. Retainer ring black. Customer returned device for alleged pump error 130 and pump error 63 found on 28-dec-2021. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 130 or pump error 63 noted during testing. Pump error 130 confirmed on 12/18/2021 at start time 08:58 in pump alarm history. The history download was successful using thus software. Pump error 63 confirmed on 12/28/2021 at start time 14:42:20.000 with variable 03. Keypad overlay was peeled and traces on the keypad assembly were examined and found cracked solder joint at pin. Moisture damage noted on keypad traces. Device was cut open to perform visual inspection and found¿moisture damage on motor assembly. The following were noted during visual inspection: pillowing keypad overlay. Pump error 130 due to moisture damage on motor assembly. Pump error 63 was confirmed to cracked solder joints on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer was able to clear and rewind the insulin pump. The customer was not able to passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.